Manufacturer narrative:
The following could not be completed with the limited information provided. Date of event - ni, expiration date - ni, unique identifier (UDI) # - ni, date explanted - na, manufacture date ¿ ni.

Event description:
It is reported that a patient was experiencing recurrent dislocations approximately 4 years after initial implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed a follow up report will be submitted.

Event description:
It is reported that a patient was experiencing recurrent dislocations approximately 4 years after initial implantation and underwent a hip arthroplasty revision. During the revision it was found that the liner was excessively worn and fractured.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by evaluation of returned liner. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.